Event description:
It was reported that during an original inflatable penile prosthesis (ipp) procedure, physician discovered the original pump was faulty. He cut the pump off of the preconnect component and replaced it with a free-standing pump. No information about the patient outcome is available at the moment.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) procedure, physician discovered the original pump was faulty. He cut the pump off of the preconnect component and replaced it with a free-standing pump. No information about the patient outcome is available at the moment.